Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for eval, it will be difficult to confirm the reported problem.

Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A second heartstring seal was used, however, once the anastomosis had been completed, it was noticed that the last loop of the seal did not unravel completely. There were no issues with removing the seal, and no damage to the anastomosis occurred. No pt complications were reported by the hosp.